Event description:
The customer reported that during a vats lobectomy, the device stopped sealing sooner than expected. The surgeon opened another device of the same type and completed the procedure. There was no blood loss or patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.